Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by an abnormality occurring in the electrical part due to the inside of the scope connector becoming flooded. The event can be detected/prevented by following the instructions for use which state: "when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. No image was present when the endoscope was switched on. Error code e315 unsupported scope was evident on the screen. An electrical continuity error occurred due to water invasion in the scope connector. The light cover glasses adhesive was pitted. The distal end adhesive had an uneven edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the evis lucera elite colonovideoscope presented an image lost fault. No patient harm reported. During the evaluation of the device, it was noted the device had no image and displayed the e315 unsupported scope error message due to water invasion. This report is to capture the reportable malfunction of the e315 unsupported scope error message due to water invasion noted at estimation.